Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage to a chordae. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and grade 4 concomitant tricuspid regurgitation (tr). During a mitraclip procedure, transjugular venous access was performed due to treatment limitations of the transfemoral vein. A mitraclip ntw caused damage to a chorda on the posterior 3 segment. The device was implanted and the mr was reduced to grade 2. The tricuspid valve was treated with a triclip steerable guide catheter and 2 triclip xtw clips. The tr was reduced to grade 2. The venous access was closed with a proglide. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.